Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no motor or delivery error alarm noted. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a blood glucose level of 414 mg/dl. The customer was treated with a manual injection. The customer had received a no delivery alarm during bolus. The infusion set had an occlusion which the customer's father fixed by changing the line. Then the insulin pump alarmed motor error. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer's mother was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.